Event description:
It was reported the cot and patient were unloaded from an ambulance and when the legs of the cot were released down, upon further exit, the cot allegedly collapsed causing the cot to strike the emt in both of his legs. The patient was not injured; however, the provided incident report indicated the medic sought medical treatment at the ER. No details were provided regarding the alleged injury or the required medical treatment.

Manufacturer narrative:
The cot was returned to the manufacturer for evaluation. A visual and functional evaluation was conducted and the reported issue could not be duplicated during testing. Each cycle the cot was put through the legs dropped and locked into place every time with no obstructions, both with and without weight applied. The overall condition of the cot was found to be fair with a couple of areas observed of needing repair. These areas were not contributing factors to the reported incident. The only way to duplicate the incident was to hold in on the release handle, creating an unlocked state. It could not be determined if this action was being done by the user at the time of incident. The complainant has not reported any further information regarding the alleged medic injury, the type of medical treatment sought or any later allegations of adverse effects to the patient.

Event description:
It was reported the cot and patient were unloaded from an ambulance and when the legs of the cot were released down, upon further exit, the cot allegedly collapsed causing the cot to strike the emt in both of his legs. The patient was not injured; however, the provided incident report indicated the medic sought medical treatment at the ER. No details were provided regarding the alleged injury or the required medical treatment.